Event description:
The customer contacted stryker to report that their device has an event code in its memory. The event code logged is indicative of a monophasic shock delivery. As a result, the wrong defibrillation therapy may be delivered to a patient, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker further evaluated the removed therapy pcb assembly and determined that the cause of the reported issue was due to a shorted transistor, designator q8.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the device's therapy pcb assembly. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device has an event code in its memory. The event code logged is indicative of a monophasic shock delivery. As a result, the wrong defibrillation therapy may be delivered to a patient, if needed. There was no report of patient use associated with the reported event.